Event description:
It was reported that during the use of the device for a non-clinical activity, the monitor screen would not power up. There was no pt involvement.

Manufacturer narrative:
This unit is not currently in a hosp. It was obtained by (B)(6) and they called because they were trying to repair the unit. Technical support told the customer to make sure the breaker was turned on in the front. He also sent them a copy of the operator's manual.